Event description:
Boston scientific received information that this implantable pacemaker (ipm) had pauses in pacing four days post implant. Ventricular oversensing was confirmed and the device was reprogrammed to resolve the clinical observations. No adverse patient effects were reported. The device was explanted eight years later for normal battery depletion.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection was unremarkable for any anomalies. Detailed testing was then performed and the device functioned within electrical specifications during analysis. There are no indications in the as received memory that the device failed to operate in specification and deliver therapy as programmed. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.